Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Add'l info was received from the surgeon, who stated that the pt's asymmetric astigmatism may have contributed to a change in measurements. He reported he plans to exchange the lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Attempts have been made to obtain add'l info. (B)(4).